Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Customer verified connection between the reservoir and infusion set was secure. Customer's blood glucose level was 61 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip. Also noted are dog chew marks around the insulin pump.